Manufacturer narrative:
(B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, tmicl 12.1, intraocular lens was implanted into the patients eye on (B)(6) 2019 was removed on (B)(6) 2019 due to excessive vault, pupil block with elevated iop and angle closure. At patients last visit ((B)(6) 2019) status of the eye was reported as dilated and a/c cells. On (B)(6) 2019 it was reported that the explant resolved the issues and patient is still recovering.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a specimen cup. Visual inspection found no visible damage to the lens. Patient code 3191: unreactive (fixed) pupil, pigment dispersion. Date of event: corrected to (B)(6) 2019 in initial MDR. The reporter indicated that a 12.1mm tmicl12.1 intraocular lens was implanted into the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vault, pupil block, elevated iop, angle closure, pigment dispersion, unreactive (fixed) pupil, and blurred vision. It was reported that the explant resolved the issue. However, the post-op data states that the patient is still experiencing dilated pupil with a/c cells. Claim#: (B)(4).